Manufacturer narrative:
Onsite investigation was preformed and the reported issue could not be replicated as system functioned as designed and without issues. No further issues were reported. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), and after verifying all their instruments, the instrument would not track when it was inside the patient's anatomy. The surgeon did not abort navigation and continued by using a different set of instruments. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.